Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee floor system. During an emergency patient procedure, reduced stand speed was reported. The patient had to be moved and the procedure was completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
The investigation was completed by our experts. The investigation showed that the photosensor of the end switch of the receptor lift, which is located inside the flat detector, was stained. The photosensor ensures that the system does not move out of the specified system safe zones. In case of a potential issue with the photosensor, the flat detector can only be moved in the override mode and the stand moves at a reduced speed for safety reasons. Siemens was unable to determine how the photosensor became stained. The photosensor was cleaned by siemens local service engineer, and the issue was resolved. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.